Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 . The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left lumbar radiofrequency (denervation at l3-l4, l4-l5, l5-s1) procedure, a burn occurred at the grounding pad site. The grounding pad was placed on the right flank of the patient without prepping the skin as there was no hair at the site where the patch was placed, and the patient was not diaphoretic. There was no overlap of the grounding pad with any other patches during placement. When the grounding pad was removed, erythematous areas 7.5cm x 10cm in size with small blistering were present. A topical ointment was applied in recovery and the patient was prescribed silver sulfadiazine 1% cream to treat the burn. The patient is currently in stable condition. There were no performance issues with any abbott devices.